Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the reported device embedded in tissue or plaque was due to a dislodged stent within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending (lad) coronary artery that was heavily calcified and mildly tortuous. The 3.50x23mm xience alpine stent system was advanced, but after several attempts failed to reach the lesion. During retraction into the guiding catheter, the stent dislodged from the delivery system and migrated to the lower limb, where another stent was implanted over it to embed it into healthy tissue. There was no adverse patient sequela and no clinically significant delay in procedure. Another stent was implanted to complete the case. No additional information was provided.